Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable clamp tubing alarm. The alarm had been silenced and settings were reviewed. The tubing was clamped and the cassette was removed. Air bubbles were noted. The tubing was massaged and the cassette was tapped on a hard surface. The cassette was reattached but alarm returned. They repeated troubleshooting steps while also depressing green tab when massaging the tubing. The cassette was reattached but alarm persisted. The pump had been turned off. A continuous infusion rate of 5 ml per hour had been programmed, with a total reservoir volume of 133 ml and a given volume of 97.05 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. H6. Codes: updated. Device evaluation: the customer reported pump alarmed no disposable clamp tubing alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.